Manufacturer narrative:
It was reported by the hospital contact that the coil (641hx0206/p11202) got stuck in the body of the echelon 10 microcatheter (details unknown) and was stretched when removed. Only the coil was removed. There was resistance when the coil was removed. It was initially reported that the product will not be returned for analysis. There was no clinically significant delay in the procedure due to the event. An adequate continuous flush was maintained through the microcatheter. The coil did not prematurely detach. Very limited information was received. The echelon 10 microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. The entire coil was returned stretched and entangled. A significant portion of the coil damage may have occurred post-procedurally as the coil could not have entangled the complete dpu as found upon return from being only retracted from the microcatheter. Located off the proximal end at 39.0, 40.0, 41.5, and 47.0 all in centimeters is unreported damage in the form of severe kinks on the device positioning unit (dpu) was found. Located at the distal tip of the skive, the dpu protrudes outside the sheath. Located 1.0 centimeter off the distal tip of the dpu is severe compression and buckling damage. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged with the damaged edges elevated above the surface plane. The locking mechanism has compression, indentation, and stretching damage. Due to the above damage to the returned unit, no laboratory duplication of the field complaint was possible. The circumstances of how and when the unreported damage occurred to the unit cannot be determined. No manufacturing defects were found. The complaint of the coil becoming stuck inside the microcatheter cannot be confirmed. Without the return of the echelon 10 microcatheter and due to the extensive damage to the coil and the dpu, no duplication testing was possible, therefore the root cause of the coil becoming stuck inside the microcatheter cannot be determined, however the most likely contributing factor to the coil becoming stuck inside the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the dpu to protrude outside the sheath, caused the dpu to buckle back adjacent to the distal tip, produced the series of severe kinks on the core wire, greatly impeded the forward progress of the coil inside the microcatheter, and produced a portion of the coil damage found. With these multiple damaged conditions, the coil cannot be advanced inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the echelon 10 microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The complaint of the coil stretching during removal is confirmed. While the root cause of the coil stretching during removal cannot be determined, the most likely contributing factor to the coil stretching may have been due to the coil being anchored during removal. The location and source of the anchoring interference cannot be determined; however a significant amount of damage occurred to the unit during the unlocking and initial advancement of the coil which may have cascaded into increasing coil damage and resistance during the removal. In addition, without the return of the echelon 10 microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The complaint of the coils resistance during removal cannot be confirmed. While the root cause of the coils resistance during removal cannot be determined, the most likely contributing factor may have been due to the extensive damage found to the entire unit. This damage consisted of a severely buckled portion of the dpu located adjacent to the distal tip, the coil damage from an anchoring effect, the anchoring effect itself, the series of severe kinks found to the dpu, the dpu protrusion through the sheath, and the sheath embedded inside the v notch of the resheathing tool. In addition, without the return of the echelon 10 microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported by the hospital contact that the coil (641hx0206/p11202) got stuck in the body of the echelon 10 microcatheter (details unknown) and was stretched when removed. Only the coil was removed. There was resistance when the coil was removed. It was initially reported that the product will not be returned for analysis. There was no clinically significant delay in the procedure due to the event. An adequate continuous flush was maintained through the microcatheter. The coil did not prematurely detach. The g2 helical will not be returned, therefore the root cause of the coil becoming stuck inside the microcatheter and then stretching cannot be determined. However procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. (B)(4). Concomitant medical products and therapy dates: echelon 10 microcatheter (details unknown).

Event description:
It was reported by the hospital contact that the coil (641hx0206/p11202) got stuck in the body of the echelon 10 microcatheter (details unknown) and was stretched when removed. Only the coil was removed. There was resistance when the coil was removed. It was initially reported that the product will not be returned for analysis. There was no clinically significant delay in the procedure due to the event. An adequate continuous flush was maintained through the microcatheter. The coil did not prematurely detach.